Event description:
Reporter noted edema in patient's eye. Believes there is a problem with the handpiece.

Manufacturer narrative:
H-10: a co svc rep checked the sys and found it to meet its performance specs. Performed routine maintenance. H-11: eval completed, updated h3, h6 and h10. This report was mailed in to FDA on: 11/21/1997.